Event description:
Philips received a complaint by the customer on the v60 indicating that the device displayed a "battery failed" alarm error when it was in ventilation mode. There was no patient involvement at the time the issue was discovered as the issue was found during preventive maintenance (pm) service. No patient or user harm was reported. The customer called technical support to report that the device was just taken out of storage after about two years and failed the battery test and power fail test; when alternating current (ac) power was shut down, the device gave a ventilator (vent) inoperative (inop), and when the device was in ventilation mode, a "battery failed" alarm error was displayed. The customer confirmed that the part number of the power management (pm) (pcba) was 1153636 and informed that field correction order (fco) was completed. The customer also stated the battery voltage was around 9 volts and when ac power was connected to the device, the battery light emitting diode (led) flashed and stayed off. The rse provided the customer with the part identification (ID) for the replacement battery and transferred the customer to supplies for a quote. The investigation is ongoing.

Manufacturer narrative:
H10: multiple attempts have been made to try to obtain further information about this case, but no response was received from the customer. This file is closed and can be reopened if new information becomes available.